Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor glucose versus blood glucose differences. The customer's blood glucose level was 541 mg/dl. The customer was advised that the blood glucose will not show unless they are manually entered into the bolus wizard and a delivery is made. The customer was advised to check the bolus history and found that on a day that the reports show no activity, there are no bolus wizard activity. The customer advised that they will monitor the issue.